Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: feb 27, 2017. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a veterinary procedure on (B)(6) 2017, the lcp (locking compression plate) drill sleeve couldn¿t be attached to a plate. There was no reported surgical delay or harm to the animal patient. Additional medical intervention was not required. Concomitant medical products: 1x unk plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint was confirmed and appropriate actions have been initiated/taken to address the matter. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.